Event description:
During a cardiopulmonary bypass procedure, it was reported that the arterial pump went into overspeed, and could not be restarted during the surgery. The pump was not changed out and the surgery was completed successfully. There were no adverse consequences reported to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.